Manufacturer narrative:
Complaint conclusion: as reported, the user was unable to insert a 6f/7f mynx control vascular closure device into the unknown procedural sheath valve because the polyethylene glycol (peg) sealant swelled in the advancer tube and could not pass through the introducer sheath. The procedure was completed using manual compression. There was no reported patient injury. The device was removed from the package as per the instructions for use (IFU). The procedure was a coronary angiogram using a retrograde approach. The deployer was mynx certified. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity and mild presence of pvd / calcium in the vicinity of the puncture site. The sealant sleeves were not out of position. There were no damages noted to the sealant sleeves. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button #1 and button #2 were not depressed, the sealant remained in the manufacturing position exposed to blood, and the sealant¿s outer sleeve assembly was observed to have been kinked/damaged as received. The syringe and procedural sheath were not returned with the device. Per functional analysis, an insertion test was not performed on the returned device due to the damages on the sealant¿s outer sleeve assembly. Per microscopic analysis, the sealant¿s outer sleeve assembly was kinked/damaged, and the sealant was also observed damaged and exposed to blood as received. A product history record (phr) review of lot f2023002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, that could cause the sealant exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural and handling factors may have contributed to the reported events. According to the instructions for use, which is not intended as a mitigation of risk, ¿do not use if the components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened¿. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2023002 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the user was unable to insert a 6f/7f mynx control vascular closure device into the unknown procedural sheath valve because the polyethylene glycol (peg) sealant swells in the advancer tube and cannot pass through the introducer sheath. The procedure was completed using manual compression. There was no reported patient injury. The device was removed from the package as per the instructions for use (IFU). The procedure was a coronary angiogram using a retrograde approach. The deployer is mynx certified. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity and mild presence of pvd / calcium in the vicinity of the puncture site. The sealant sleeves were not out of position. There were no damages noted to the sealant sleeves. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for evaluation.